Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that he couldn't get his recharger to connect to charge his ins on the day of the report. The patient reported that he last had stimulation 3 weeks ago. The patient reported that the last successful recharge session was also 3 weeks ago. The patient didn't report a charging issue fore the day of the report. The steps for antenna locate were reviewed. After using antenna locate, the patient reported seeing the poor coupling screen. The patient reported that he was connected to the recharger and charging the first quarter of his ins. The patient reported that he only had two coupling boxes shaded. The patient reported seeing a power on reset (por) message. The patient was advised to charge his ins to half full, so he could be assisted in clearing the por and turn stimulation back on. Additional information was received from the patient on (B)(6) 2018. The patient reported seeing a warning por message. The por code could not be cleared. The patient was redirected to their healthcare provider (hcp) to have the device interrogated. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Addition information was received from a manufacturer representative regarding a patient. It was reported that a power on reset (por) error message was displayed. No environmental or external factors were reported that may have led or contributed to the issue. The manufacturer representative established telemetry with the implantable neurostimulator (ins) using the clinician programmer 8840. They provided recharging help to the patient and performed as well as troubleshooting. It was further reported that the patient doesn¿t always use their ins because they would get frustrated with recharging, as they would get six to eight boxes when standing, but would get to below four bars, usually two, when sitting. The manufacturer representative discussed strategies with the patient to keep their coupling greater than four bars, one of which included the use of adhesive discs. The patient tried holding the device when sitting down and did this for 30 minutes with the manufacturer representative, which allowed them to keep greater than four bars. It was unknown if the issue was resolved. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause of the por was that the ins had gone into overdischarge due to the patient not charging. The patient's coupling issues seemed to stem from the patient putting on the belt while standing and then it shifting when they sit down. The patient tries to readjust the belt but cannot seem to get the 6-8 bars they had while standing. It was noted that the patient was able to keep 6-8 bars after sitting down while at the hcp office. The patient was to call the rep if they had any other recharging issues once returning home to continue recharging. No further complications were reported.